Manufacturer narrative:
The insulin pump passed basic occlusion test and displacement test. No motor error alarms were noted. However, the insulin pump was unable to prime during prime test due to faulty force sensor. The motor was tested outside the device and passed. The insulin pump was received with minor scratches on lcd window and cracked belt clip slot.

Event description:
No blood glucose levels reported. The customer reported a motor error from the insulin pump. The customer was advised that the insulin pump would need to be replaced. No additional information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).